Event description:
Medtronic received information that five months following the implant of this bioprosthetic transcatheter valve, a type ii stent fracture was noted, requiring a surgical intervention. The intervention was scheduled but has not yet been performed. No adverse patient effects have been reported.

Event description:
Medtronic received information that five months following the implant of this bioprosthetic transcatheter valve, a type ii stent fracture was noted. Subsequently, the stent fracture progressed to type iii and recurrent stenosis was noted. The valve was explanted after seven months implant duration. The valve was returned for analysis. No adverse patient effects have been reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, a six centimeter section of the native pulmonary conduit with the transcatheter valve intact was received for analysis. Several visible stent fractures were observed on the inflow orifice and side of the valve which made it difficult to determine which fracture was observed in vivo. A stent fracture was also observed on one of the outflow crowns. Pannus was observed on the inflow and outflow orifices of the native conduit with traces on the inflow and outflow orifices of the valve. Tan friable host tissue was observed on the inflow of all leaflets. Radiography showed mineralization on the inflow and outflow aspects of the native conduit. Radiography showed six stent fractures. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Based on the clinical observations and analysis results, this valve developed stent fractures which resulted in loss of integrity of the valve. The stent fractures in combination with the pannus and host tissue observed directly contributed to the event. (B)(6). (B)(4).

Manufacturer narrative:
Product analysis: the valve remains implanted and therefore, has not been returned to medtronic. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. The device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. (B)(4).

Manufacturer narrative:
Additional information was received from the pathology report that 26 stent fractures resulting in 8 separate pieces of stent were noted, distortion was present (cross-sections of the device were roughly triangular) and luminal obstruction/dimension noted approximately 40% stenosis from the fully expanded state.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Since the initial medwatch was submitted, additional information was received that the stent fracture progressed to type iii and recurrent stenosis was noted. The valve was explanted after seven months implant duration. No adverse patient effects have been reported. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow up report will be submitted. (B)(6). (B)(4).